Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose and damaged stent was able to be confirmed. The difficulty removing the stent delivery system from the guiding catheter or introducer sheath could not be replicated in a testing environment due to the condition of the returned device. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: trek; guide wire: sion blue; guide catheter: launcher. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that, after pre-dilatation, a 3.5 x 23 mm xience xpedition (sds) was used to treat a heavily tortuous, heavily calcified, 90% stenosis in the mid left anterior descending (lad) during a percutaneous coronary interventional procedure. Reportedly, flaring at the distal part of the stent was noted by angiography during advancement to the lesion with difficulty due to patient anatomy. An attempt to remove the sds from the patient was made; however the sds could not be pulled into the guiding catheter. The sds, guiding catheter and guide wire were removed as a single unit; however, the stent could not be pulled into a sheath because the stent knocked an edge of the sheath. The stent was extended by the edge of the sheath and pulled into the sheath and removed from the patient. The stent was moved on the balloon and extended. The procedure was completed with a non-abbott des without issue.